Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt's caregiver reported, the pt experienced elevated blood glucose of 500 mg/dl due to bent infusion set cannulas and insulin leakage. Her normal blood glucose range is 200-230 mg/dl. The pt changed the infusion site daily to treat elevated blood glucose. She also stated, the headset adhesive would not stick to the pt's skin. The pt inserted the headsets manually. The pt did not require treatment from a health care professional or second party to address the issue. The pt was sent replacement product. No product will be returned for eval.